Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that a device, "has a crack inside the screen that is affecting on/off/standby". Ventec reached out to the initial reporter attempting to get additional information about the event, but no response has been received. Based on what had been provided, it is likely that the lcd touchscreen was unresponsive. There were no reports of patient involvement associated with the reported event.